Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mr, heart failure and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (tissue damage). The heart failure and mr appear to be related to the slda; however, a conclusive cause for the tissue damage cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2020, the patient was hospitalized due to a heart failure decompensation. Echocardiogram was performed, showing mr had increased to 3+. The clips remained securely attached to the leaflets; however, one implanted clip is attached only to the posterior leaflet due to an anterior leaflet tear (slda). No additional information was provided.